Manufacturer narrative:
The devices have not been returned for evaluation. A trend of this nature has been observed with this product in the field, prompting a design change which will remove the silicone caps and replace them with tpu sleeves to prevent this issue going forward.

Manufacturer narrative:
One unopened 1.5 guidewire was returned for evaluation. The protective caps were attempted to be removed on the device and were found unmanageable to remove by hand. A design change which will remove the silicone caps and replace them with tpu sleeves to prevent this issue going forward.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the rubber protection covering the ends of the guide wire of the screw was not removed and was fused with it; in this way the guide wire was unusable, because the rubber cannot be removed. The attempt was made with multiple wires of the same lot. The procedure was completed with a competitor device. No delay or patient injuries were reported.